Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 08-mar-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("strong lower abdominal pain") in a female patient who had essure (batch no. 697773) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced burning sensation ("burning with sensation of fire"). In 2013, the patient experienced pain ("recurrent pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and pain in extremity ("very painful legs"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, pain and pain in extremity outcome was unknown and the burning sensation had resolved. The reporter provided no causality assessment for abdominal pain lower, burning sensation, pain and pain in extremity with essure. The reporter commented: the patient was experiencing recurrent pain starting in 2013 and worsening in 2017 with walking disability. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 09-mar-2018 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 991 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4) on 08-mar-2018. The most recent information was received on 03-apr-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("strong lower abdominal pain") in a female patient who had essure (batch no. 697773) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced burning sensation ("burning with sensation of fire"). In 2013, the patient experienced pain ("recurrent pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and pain in extremity ("very painful legs"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, pain and pain in extremity outcome was unknown and the burning sensation had resolved. The reporter provided no causality assessment for abdominal pain lower, burning sensation, pain and pain in extremity with essure. The reporter commented: the patient was experiencing recurrent pain starting in 2013 and worsening in 2017 with walking disability. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 1.064 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 3-apr-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.